Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 75 year-old patient was implanted on (B)(6) 2024 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025 patient presented with a painful tender lump within her lumpectomy site, related to the biozorb implant. Patient related the lump became slightly bigger in time. On (B)(6) 2025 the patient underwent a surgical procedure for lump removal which was confirmed radiologically to contain the biozorb implant. On (B)(6) 2025 the pathology report noted fragmentation of the excized biozorb device and scattered foreign body cell reaction. On (B)(6) 2026 the patient presented with left breast erythema and induration following prior seroma aspiration and multiple outpatient antibiotic courses. It is noted in the file that on (B)(6) 2026 interventional radiology (ir) placed a drain with subsequent improvement in erythema and site induration. The left breast inflammation improved af.